Event description:
It was reported three issues that the patient first went to ER (emergency room) and was subsequently hospitalized and admitted to ICU (intensive care unit) due to high blood glucose levels 396 mg/dl due to bent cannula in use of 6 hours and was treated with intravenous and fluids of saline and insulin.

Manufacturer narrative:
MDR (B)(4) / initial 2 of 3. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.